Event description:
The manufacturer received information alleging a ventilator's pressure delivery was low. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor was found to be faulty and contaminated with dust and dirt. The machine flow sensor needs to be replaced to address the issue.